Manufacturer narrative:
The field service engineer determined that a probe spring was not installed properly. The ise signal cables and ise block o-rings were replaced. A new reference electrode was installed. The ise block was cleaned and an ise prime and conditioning were performed. An ise check was run. The customer ran calibration, controls, and precision studies; all results met specifications. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were initially outside of range, but recovered within range upon repeat. Upon review of the alarm trace, multiple sample aspiration alarms and sample short alarms occurred near the time the sample was processed. This indicates a possible issue with sample quality. The investigation determined the service actions resolved the issue. Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory where they were questioned by a doctor. The samples were repeated and the repeat values were believed to be correct. For the first patient, a sample initially resulted in a na value of 134 mmol/l, which repeated as 142 mmol/l. For the second patient, a sample initially resulted in a na value of 132 mmol/l, which repeated as 139 mmol/l. For the third patient, a sample initially resulted in a na value of 122 mmol/l, which repeated as 130 mmol/l. The na electrode lot number and expiration date were requested, but not provided.